Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. 694881-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal prolapse, dysmenorrhea, menorrhagia, menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery ((B)(6) 2011; hysterectomy and endometrial ablation.). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident. 0 coils visualized. Opposite ostia located, essure device. Inserted and deployed without incident. 0 coils visualized. Discrepancy noted: as per pif dated on (B)(6) 2020- removal not done, future removal possible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: image obtained prior to injection of radiopaque contrast demonstrates essure micro-inserts bilaterally. Both inserts lie perpendicular to the uterine cavity, with no curvature. The distal ends of the inner and outer coils are clearly seen. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: cramping, unusual periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. 694881-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal prolapse, dysmenorrhea, menorrhagia, menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery ((B)(6) 2011; hysterectomy and endometrial ablation.). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident. 0 coils visualized. Opposite ostia located, essure device. Inserted and deployed without incident. 0 coils visualized. Discrepancy noted: as per pif dated -(B)(6) 2020- removal not done, future removal possible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: image obtained prior to injection of radiopaque contrast demonstrates essure micro-inserts bilaterally. Both inserts lie perpendicular to the uterine cavity, with no curvature. The distal ends of the inner and outer coils are clearly seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no: 694881-invalid) inserted for female sterilisation. The patient's medical history included vaginal prolapse, dysmenorrhea, menorrhagia, menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2011; hysterectomy and endometrial ablation.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident. 0 coils visualized. Opposite ostia located, essure device. Inserted and deployed without incident. 0 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: image obtained prior to injection of radiopaque contrast demonstrates essure micro-inserts bilaterally. Both inserts lie perpendicular to the uterine cavity, with no curvature. The distal ends of the inner and outer coils are clearly seen. Most recent follow-up information incorporated above includes: on 5-mar-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 694881) inserted for female sterilisation. The patient's medical history included vaginal prolapse, dysmenorrhea, menorrhagia, menometrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2011; hysterectomy and endometrial ablation.). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident. 0 coils visualized. Opposite ostia located, essure device. Inserted and deployed without incident. 0 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: image obtained prior to injection of radiopaque contrast demonstrates essure micro-inserts bilaterally. Both inserts lie perpendicular to the uterine cavity, with no curvature. The distal ends of the inner and outer coils are clearly seen.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.